Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes), failure to occlude (close) fallopian tubes') and embedded device ('migration of essure device ¿ embedded in omentum, migration of essure device location of device : migration of essure device, migration of left essure device beyond the tube, now sitting in the superior left iliac fossa.') In an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, ovarian cyst and endometriosis. Concurrent conditions included hypothyroidism, belly ache and chronic abdominal pain. Concomitant products included hydrocodone bitartrate; paracetamol (lortab), ibuprofen (motrin), levothyroxine sodium (synthroid) and levothyroxine sodium (tirosint) since "1197." On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device ¿ embedded in omentum, migration of essure device location of device : migration of essure device, migration of left essure device beyond the tube, now sitting in the superior left iliac fossa."), pelvic pain ("pain,"), vaginal haemorrhage ("abnormal bleeding (vaginal ),"), menorrhagia ("menorrhagia"), tooth disorder ("dental problems"), urinary tract infection ("infection urinary tract") and vulvovaginal pain ("vaginal pain").on an unknown date, the patient experienced fatigue ("fatigue") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (surgical removal of coils). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the fallopian tube perforation, embedded device, device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, tooth disorder, fatigue, urinary tract infection, weight decreased and vulvovaginal pain outcome was unknown. The reporter considered device expulsion, embedded device, fallopian tube perforation, fatigue, menorrhagia, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure (ess205). The reporter commented: most, if not all symptoms resulted from essure decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2004: results: unilateral occlusion (right tube occluded. Concerning the injuries reported in this case, the following one were described in patients medical record: weight gain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2019: pfs & mr received reporter information was added. Case become incident injury nos replaced by new event added perforation fallopian tubes, device embedded, pelvic pain female, vaginal hemorrhage, menorrhagia, dental problems, fatigue, infection urinary tract, weight loss, partial expulsion of device, vaginal pain. Severity added vaginal pain, pelvic pain. Medical history, concomitant drugs and lab test was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.